Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power to the console. A field service engineer (fse) verified that the power cord was properly connected and then secured all cables to the console as well as on the printed circuit board (pcb) in the power cabinet. The system was rebooted, and proper operation was verified, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to turn on. The customer tried to unplug the station and restarted it, but the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and caused a delay in dispensing the medication to patients.there were no adverse events or injuries reported based on this event.